Event description:
Rep reported that the dr set the pts valve to 120mm h2o which the pts ventricles collapsed. The dr then set it to 200mm h2o. Pt still had not improved. The dr then decided to suture the catheter to prevent flow in nopes to re-expand the pts ventricles. The dr then decided to revise the valve. When the pt was in surgery and valve still implanted the dr performed a test on the monometer. He attached the proximal end and while attached to distal catheter, it went from 275mm h2o to 0. He then determined the valve was broken. A new valve was implanted, which worked fine.

Manufacturer narrative:
The device has been received. Upon completion of the investigation, a follow up report will be filed.